Event description:
It was reported during a therapeutic esophagogastroduodenoscopy (egd), upper gastrointestinal (gi) ultrasound (us), and endoscopic retrograde cholangiopancreatography (ercp) procedure the distal cover fell off of the duodenovideoscope. It was reported that the cover fell into the esophagus and punctured the endotracheal (et) tube, but no soft tissue was punctured. The cover was retrieved with graspers. The retrieval time took less than 5 minutes while the patient was under general anesthesia. The event occurred when the physician was finishing the procedure, therefore no intervention was done for the punctured et tube and it was removed for the patient's emergence from anesthesia. There was no reported patient impact. This report is related to the following linked patient identifier: (B)(6). E1/establishment name: the board of trustees of the univ of ar acting for & on behalf added here due to character limitation in respective field.

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Updated from (B)(4) to (B)(4).